Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain 3 days after procedure/ pain/ severe pelvic pain/ right sided pelvic pain (moderate to severe)") in a 41-year-old female patient who had essure (batch no. 628437) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test" and medical device monitoring error "thermachoice endometrial ablation". The patient's past medical history included oral contraception from 1985 to 2009, multigravida, parity 1 (22sep1996), genital herpes, benign essential hypertension, goitre, mitral valve prolapse, genital bleeding, mood swings, endometrial biopsy, laparoscopy, asthma, mitral valve prolapse and hysteroscopy. Concurrent conditions included morbid obesity, menorrhagia since 2005, menorrhagia, alcohol use, shortness of breath, leukocytosis, fatigue, nausea, vaginitis and dysmenorrhea. Concomitant products included hydrocodone, ibuprofen (motrin), metronidazole (flagyl) and promethazine (phenergan). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, 4 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infection") with chills and pyrexia, abdominal pain lower ("cramping 3 days after procedure/ severe lower right abdominal pain (moderate to severe)/ severe cramping/ painful cramping (moderate to severe") and weight increased ("weight gain"). In 2009, the patient experienced bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge") and constipation ("constipation"). On (B)(6) 2014, the patient experienced premature menopause ("early menopausal symptoms"). On (B)(6) 2014, the patient experienced uterine leiomyoma ("uterine fibroid"). On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced vaginal infection ("vaginitis"). The patient was treated with surgery (hysterectomy). Essure treatment was not changed. At the time of the report, the pelvic pain, infection, abdominal pain lower, bladder disorder, urinary tract disorder, vaginal discharge, weight increased, constipation, uterine leiomyoma, premature menopause, dysmenorrhoea and vaginal infection outcome was unknown. The reporter provided no causality assessment for vaginal infection with essure. The reporter considered abdominal pain lower, bladder disorder, constipation, dysmenorrhoea, infection, pelvic pain, premature menopause, urinary tract disorder, uterine leiomyoma, vaginal discharge and weight increased to be related to essure. The reporter commented: both micro inserts were left approximately 5 to 8 coils from the tubal ostia, which confirmed good placement. She also had thermachoice ablation during essure insertion on (B)(6) 2009. The essure implant was not removed and she is currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 45.6 kg/sqm. Ultrasound pelvis - on (B)(6) 2009: revealed small fibroids. On an unspecified date, she had pregnancy test : negative, she had a cbc and tsh done. On (B)(6) 2009, pathology report- specimen(s) received: endometrial biopsy final diagnosis: endometrium (biopsy) inactive glands with stromal decidual change, consistent with progesterone effect. No hyperplasia or malignancy identified. Gross description: one specimen is labeled "endometrial biopsy". It consists of multiple fragments of spongy tan tissue. Filtered and completely submitted. Microscopic description: the biopsy consists of multiple fragments of endometrial tissue mixed with blood clot. All of the glands are small and are inactive appearing. There is extensive stromal decidual change. No hyperplasia, malignancy or chronic endometritis is present these findings are consistent with exogenous progesterone effect. On (B)(6) 2009, pelvic ultrasound with endovaginal-findings: uterus is retroverted, the endometrial strip is normal in thickness. There are several small fibroids ranging in size up to 1 cm. These are situated in the body and fundus of the uterus. Both ovaries are visualized and are within normal limits. Small amount of free cul-de-sac fluid, which is questionable clinical significance. Impression: retroverted uterus with several small fibroids. Ovaries within normal limits. Small amount of free cul-de-sac fluid. On (B)(6) 2009,serum pregnancy- negative. On (B)(6) 2009, radiology report-clinical history: fever. Findings: no abnormalities of heart or lungs. Wedge compression abnormality of the eighth thoracic vertebral body. Impression: wedge compression of the eight thoracic vertebra may be a sequela of prior fracture. No other acute abnormality on (B)(6) 2009-CT of the abdomen and pelvis with contrast-indication: post endometrial ablation with fever and pain. Findings: CT abdomen- limited evaluation of the heart and lung bases demonstrates no cardiopulmonary abnormalities. CT pelvis: fallopian tube occlusion devices. Gas is seen within the endometrial cavity, likely postsurgical. A small amount of free fluid is seen within the pelvis within the cul-de-sac. This is likely physiologic. Impression: endometrial gas density is identified, likely postsurgical in nature. Endometritis is not excluded on the basis of this study. A small amount of free fluid is identified within the pelvis, likely physiologic on (B)(6) 2009, pelvic ultrasound- findings: following bladder distension, the pelvis is imaged in multiple projections. The uterus is retroflexed. Endometrial echo thickness is 1.6 cm, which can be correlated with menstrual history. There is a small hypoechoic nodule in the posterior uterine fundus of 7 mm size seen and is consistent with a small uterine leiomyoma. The bladder is emptied. Endo vaginal ultrasound is utilized for evaluation of adnexal structures. The left ovary is unremarkable, contains some follicles. Right ovary is unremarkable, measuring 2.9 cm in length and containing some follicle there is minimal fluid in the cul-de-sac, which may be physiologic. On (B)(6) 2014, digital bilateral screening mammogram-scattered flbroglandular density is present in the breasts. No masses or suspicious calcll1cations areidentll1ed. This is the patient's baseline screening mammogram. Impression: no suspicious findings. On (B)(6) 2014, surgical pathology report-diagnosis: en bloc uterus and cervix: 1)cervix: benign squamous mucosa 2) benign endocervical mucosa 3) proliferative phase endometrium. 4) superficial adenomyosis. 5) sub serosal leiomyoma source: uterus, cervix. Clinical history: uterine fibroids, pelvic pain gross: submitted in formalin and labeled "uterus, cervix" is an on bloo specimen. The parametrium is white, smooth and glistening. The ectocervix is while and soft. The os is slit- shaped, stenotio and patet on the anterior surface of the uterus in 1he right adnexal area there is a protuberant bubble gum shaped nodular momentous nodule measuring 14 mm. The is pear shaped, asymmetric. The squamocolumnar junction is sharply demarcated. The endocervical canal is white, soft and longitudinally striated. The endocervical canalendometrial cavity length is 6_11 om_ the myometrium is white, soft, trabeculated and measures up to 2.6 e:ln in thickness. Sections are embedded in nine cassettes. Concerning the injuries reported in this case, the following one were reported via medical record: vaginal infection, medical device monitoring error, and also confirmed events uterine fibroids, fever, chills, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2018: quality-safety evaluation of ptc on 10-jul-2018: pfs received- no new information. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain 3 days after procedure/ pain/ severe pelvic pain/ right sided pelvic pain (moderate to severe)") in a 41-year-old female patient who had essure (batch no. 628437) inserted for contraception. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test" and medical device monitoring error "thermachoice endometrial ablation". The patient's past medical history included contraception nos from 1985 to 2009, multigravida, parity 1 (22sep1996), genital herpes, benign essential hypertension, goitre, mitral valve prolapse, genital bleeding, mood swings, endometrial biopsy, laparoscopy, asthma, mitral valve prolapse and hysteroscopy. Concurrent conditions included obesity, menorrhagia since 2005, menorrhagia, alcohol use, shortness of breath, leukocytosis, fatigue, nausea, vaginitis and dysmenorrhea. Concomitant products included hydrocodone, ibuprofen (motrin), metronidazole (flagyl) and promethazine (phenergan). On 10-mar-2009, the patient had essure inserted. On 14-mar-2009, 4 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infection") with chills and pyrexia, abdominal pain lower ("cramping 3 days after procedure/ severe lower right abdominal pain (moderate to severe)/ severe cramping/ painful cramping (moderate to severe") and weight increased ("weight gain"). In 2009, the patient experienced bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge") and constipation ("constipation"). On 22-jul-2014, the patient experienced menopausal symptoms ("early menopausal symptoms"). On 31-jul-2014, the patient experienced uterine leiomyoma ("uterine fibroid"). On 7-oct-2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced vaginal infection ("vaginitis"). The patient was treated with surgery (hysterectomy). Essure treatment was not changed. At the time of the report, the pelvic pain, infection, abdominal pain lower, bladder disorder, urinary tract disorder, vaginal discharge, weight increased, constipation, uterine leiomyoma, menopausal symptoms, dysmenorrhoea and vaginal infection outcome was unknown. The reporter provided no causality assessment for vaginal infection with essure. The reporter considered abdominal pain lower, bladder disorder, constipation, dysmenorrhoea, infection, menopausal symptoms, pelvic pain, urinary tract disorder, uterine leiomyoma, vaginal discharge and weight increased to be related to essure. The reporter commented: both micro inserts were left approximately 5 to 8 coils from the tubal ostia, which confirmed good placement. She also had thermachoice ablation during essure insertion on 10-mar-2009. The essure implant was not removed and she is currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 45.6 kg/sqm. Ultrasound pelvis - on 9-feb-2009: revealed small fibroids . On an unspecified date, she had pregnancy test : negative, she had a cbc and tsh done. On 26-jan-2009, pathology report- specimen(s) received: endometrial biopsy final diagnosis: endometrium (biopsy) inactive glands with stromal decidual change, consistent with progesterone effect. No hyperplasia or malignancy identified. Gross description: one specimen is labeled "endometrial biopsy". It consists of multiple fragments of spongy tan tissue. Filtered and completely submitted. Microscopic description: the biopsy consists of multiple fragments of endometrial tissue mixed with blood clot. All of the glands are small and are inactive appearing. There is extensive stromal decidual change. No hyperplasia, malignancy or chronic endometritis is present these findings are consistent with exogenous progesterone effect. On 02-feb-2009, pelvic ultrasound with endovaginal-findings: uterus is retroverted, the endometrial strip is normal in thickness. There are several small fibroids ranging in size up to 1 cm. These are situated in the body and fundus of the uterus. Both ovaries are visualized and are within normal limits. Small amount of free cul-de-sac fluid, which is questionable clinical significance. Impression: retroverted uterus with several small fibroids. Ovaries within normal limits. Small amount of free cul-de-sac fluid. On 20-feb-2009,serum pregnancy- negative. On 14-mar-2009, radiology report-clinical history: fever. Findings: no abnormalities of heart or lungs. Wedge compression abnormality of the eighth thoracic vertebral body. Impression: wedge compression of the eight thoracic vertebra may be a sequela of prior fracture. No other acute abnormality on 14-mar-2009-CT of the abdomen and pelvis with contrast-indication: post endometrial ablation with fever and pain. Findings: CT abdomen- limited evaluation of the heart and lung bases demonstrates no cardiopulmonary abnormalities. CT pelvis: fallopian tube occlusion devices. Gas is seen within the endometrial cavity, likely postsurgical. A small amount of free fluid is seen within the pelvis within the cul-de-sac. This is likely physiologic. Impression: endometrial gas density is identified, likely postsurgical in nature. Endometritis is not excluded on the basis of this study. A small amount of free fluid is identified within the pelvis, likely physiologic on 30-mar-2009, pelvic ultrasound- findings: following bladder distension, the pelvis is imaged in multiple projections. The uterus is retroflexed. Endometrial echo thickness is 1.6 cm, which can be correlated with menstrual history. There is a small hypoechoic nodule in the posterior uterine fundus of 7 mm size seen and is consistent with a small uterine leiomyoma. The bladder is emptied. Endo vaginal ultrasound is utilized for evaluation of adnexal structures. The left ovary is unremarkable, contains some follicles. Right ovary is unremarkable, measuring 2.9 cm in length and containing some follicle there is minimal fluid in the cul-de-sac, which may be physiologic. On 25-jul-2014, digital bilateral screening mammogram-scattered flbroglandular density is present in the breasts. No masses or suspicious calcll1cations areidentll1ed. This is the patient's baseline screening mammogram. Impression: no suspicious findings. On 28-oct-2014, surgical pathology report-diagnosis: en bloc uterus and cervix: cervix: benign squamous mucosa. Benign endocervical mucosa. Proliferative phase endometrium. Superficial adenomyosis. Sub serosal leiomyoma. Source: uterus, cervix. Clinical history: uterine fibroids, pelvic pain gross: submitted in formalin and labeled "uterus, cervix" is an on bloo specimen. The parametrium is white, smooth and glistening. The ectocervix is while and soft. The os is slit- shaped, stenotio and patet on the anterior surface of the uterus in 1he right adnexal area there is a protuberant bubble gum shaped nodular momentous nodule measuring 14 mm. The is pear shaped, asymmetric. The squamocolumnar junction is sharply demarcated. The endocervical canal is white, soft and longitudinally striated. The endocervical canalendometrial cavity length is 6_11 om_ the myometrium is white, soft, trabeculated and measures up to 2.6 e:ln in thickness. Sections are embedded in nine cassettes. Concerning the injuries reported in this case, the following one were reported via medical record: vaginal infection, medical device monitoring error, and also confirmed events uterine fibroids, fever, chills, pelvic pain. Most recent follow-up information incorporated above includes: on 19-feb-2018: plaintiff fact sheet and medical record were received- all relevant medical history, concurrent condition, concomitant medication, lot number were added.events infection: chills, fever, 3 days after procedure. Bladder or urinary problems or changes, dysmenorrhea (cramping), pain, vaginal discharge, weight gain, constipation, uterine fibroid: menopausal symptoms, thermachoice endometrial ablation, vaginitis and she did not underwent an essure confirmation test were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of hysterectomy ("hysterectomy") in a female patient who received essure for contraception. In (B)(6) 2009, the patient started essure. In (B)(6) 2014, the patient experienced hysterectomy (seriousness criteria medically significant and clinically significant/intervention required). At the time of the report, the hysterectomy outcome was unknown. The reporter considered hysterectomy to be related to essure. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and 5.5 years later underwent a hysterectomy. This event is anticipated in the reference safety information for essure. In the present case, limited information was provided. The exact reason for the hysterectomy was not specified. Despite the lack of details for a comprehensive causality assessment, given the nature of the reported event and lack of alternative explanation, causality with the suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 17-mar-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and 5.5 years later underwent a hysterectomy. This event is anticipated in the reference safety information for essure. In the present case, limited information was provided. The exact reason for the hysterectomy was not specified. Despite the lack of details for a comprehensive causality assessment, given the nature of the reported event and lack of alternative explanation, causality with the suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. Further information will be obtained through the litigation process.